Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Patient called wanting a replacement because of the discomfort she felt last night. It is unknown if the cycler alarmed during the treatment. Patient provided treatment data which was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 6 where 6623ml drained. This drain is 388% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 17067ml is 3071ml. Therefore, a reportable malfunction has occurred. Patient mentioned that she felt the discomfort the entire treatment. Advised patient to discontinue the use of the cyc and contact pd rn at earliest convenience. Patient does not have another form of treatment and will follow up with the peritoneal dialysis nurse. Follow up with the nurse reported speaking with the patient who was referred to go to the ER to determine the cause of the pain. The patient did not go to the e.r. Informed the pdrn of the drain volume and stated that she will notify the patient's physician to determine if the patient should be examined to verify if there was any patient impact from the overfill. Additional information was solicited. The liberty cycler was replaced.

Manufacturer narrative:
The alleged event was not confirmed. The reported complaint symptom (iipv (dv > 200% of fv)) was not confirmed. A visual inspection of the returned cycler exterior showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."